Event description:
New information indicates that the patient presented in the clinic for routine device check on (B)(6) 2021, provocative test done revealed the right atrial lead continued to exhibit noise, after programming changes were made. No resolution was taken, and the patient will continue to be monitored remotely.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing dizziness and syncope. During interrogation, it was observed that the right atrial (ra) lead exhibited oversensing of noise resulting in inhibition of pacing. Programming changes were made. The patient was discharged.